Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: failure to cross with a graftmaster is an issue known to require a second device or additional procedure. Device issue: failure to cross. It was reported that a perforation occurred with the use of another company's device. Two graftmaster stents were advanced to treat the perforation; however, the stents did not cross the perforation. Another stent was placed to seal the perforation. No additional event or patient information is available.

Manufacturer narrative:
The other graftmaster is being filed under another MFR number.